Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image blacked out and error e227 occurred on the flex deflectable videoscope. The reported allegation occurred during service (not in a clinical setting). There were no reports of patient involvement, and no harm was reported as a result of the event.